Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had received end of service (eos) and elective replacement indicator (eri) error codes. The caller mentioned that they replaced the patient programmer (pp) batteries, removed and reattached the antenna, but still saw the codes. The caller stated there was an allegation with the ins longevity as the patient only had it for a year. The caller was redirected to follow-up with a healthcare professional. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's family member reported that the patients eri/eos issue had not yet been resolved. They planned on making an appointment with the patient's physician but due to the upcoming holidays and being busy they had not scheduled that appointment. They added that it would likely be after the new year when they took care of the issue. No further issues were noted or anticipated.